Event description:
Pt undergoing thoracic surgery. One 12 x 12 sponge was being used in the chest. Sponge suddenly ignited with flames when cautery was activated. Sponge was immediately removed from the chest by the surgical staff and flame was extinguished. No apparent injury to pt.